Manufacturer narrative:
Physio-control evaluated the removed pcb assemblies and determined that the system controller pcb was at fault. Further component cause could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
During an evaluation of the device for an unrelated issue, it was observed that the customer's device could not complete a boot cycle. There was no patient use associated with the reported issue.